Manufacturer narrative:
The patient weight is unknown. This information was not available from the facility. The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical registry. Cross reference MFR report numbers: 3009784280-2019-00685, 3009784280-2019-00686, 3009784280-2019-00687, 3009784280-2019-00688. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6), ID (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was : per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2019, 4 stellarex catheters were used to treat the target lesion of the left proximal, mid, distal sfa, popliteal p1, p2. Approximately 1 month post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2019.